Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequent, venous doppler performed on the next day, revealed a well-positioned ivc filter with extensive thrombus within the filter. Color flow showed occlusion of the ivc below the filter. However, venous flow in both iliac vessels was somewhat sluggish, consistent with the vena cava occlusion at the level of the filter. The mobile thrombus from the left external iliac had migrated to the ivc filter. The mobile thrombus from the left external iliac had migrated to the ivc filter. Approximately, seven months later, patient presented with abdominal pain and leg pain. Approximately, six years later, patient presented with abdominal pain. Subsequent, CT revealed the tip of ivc filter below the renal veins with no filter tilt. Multi-planar images demonstrated multiple strut perforation of the ivc, with no evidence of embedded struts in adjacent structures. Therefore, the investigation is confirmed for perforation of the ivc and occlusion of the ivc filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and struts perforated in to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. Further, it was reported that the thrombosis was at the level of filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequent, venous doppler performed on the next day, revealed a well-positioned ivc filter with extensive thrombus within the filter. Color flow showed occlusion of the ivc below the filter. However, venous flow in both iliac vessels was somewhat sluggish, consistent with the vena cava occlusion at the level of the filter. The mobile thrombus from the left external iliac had migrated to the ivc filter. The mobile thrombus from the left external iliac had migrated to the ivc filter. Approximately, seven months later, patient presented with abdominal pain and leg pain. Approximately, six years later, patient presented with abdominal pain. Subsequent, CT revealed the tip of ivc filter below the renal veins with no filter tilt. Multi-planar images demonstrated multiple strut perforation of the ivc, with no evidence of embedded struts in adjacent structures. Therefore, the investigation is confirmed for perforation of the ivc and occlusion of the ivc filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 12/2013), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and struts perforated in to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. Further, it was reported that the thrombosis was at the level of filter. The current status of the patient is unknown.